Event description:
The medical team in japan had an impella cp support for 4 days. The cp was inserted after CPR and rib fracture. Due to the fracture the heparin was reduced. There was thrombosis observed at explant and so the team used a fogarty embolectomy. Additionally during the ECMO-cp support there was hemolysis. The team made the choice to infuse blood products back to the patient.

Manufacturer narrative:
All product was discarded by the user in japan. No benchtop analysis to root cause is possible. The failure modes will be monitored and trended.